Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter along with a terumo balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 10mm longitudinal tear 1mm from the proximal markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed longitudinal balloon tear.